Manufacturer narrative:
It was indicated that the device will not be returned for evaluation because the device has been disposed; therefore an analysis of the complaint device could not be completed. A review of the manufacturing documentation confirmed that the lot met the specification requirements. The review found no deviations or non-conformances that would have contributed to the reported complaint. Taking into consideration the evaluation conducted and the details of the complaint, this investigation was assigned the most probable root cause of an anticipated procedural complication. A complaint with a most probable root cause classification of an anticipated procedural complication indicates that a device related root cause does not apply and the complaint is due to a known effect of the procedure.

Event description:
(B)(4): the nexsite device was successfully placed on (B)(6) 2015 in this (B)(6) female. On (B)(6) 2016, a catheter site infection was reported and pseudomonas aeruginosa was found on would cultures. The patient was hospitalized and vancomycin and ceftazidime were started to treat the infection. The device was removed on (B)(6) 2016 and the event had resolved on this date. The patient was discharged from hospital on (B)(6) 2016.